Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's pump would shut down when the battery was 65-70 percent charged and after charging, it would show as 5 percent charged. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. The customer was to continue to use the pump to manage diabetes and had insulin injections if needed.